Event description:
Company representative attended a generator replacement surgery due to battery depletion. After generator was replaced, the initial lead impedance was good but subsequent system diagnostics showed high impedance. The lead pin was backed all the way out, reinserted and tested. Diagnostics were reported to be good initially but high impedance returned. After reinserting the lead. Company representative stated that the first interrogation that she thought was good was actually ¿lead impedance not available¿ and that the patient¿s device had been dead for the past 5 years. The generator could not be tested with a resistor due to the accessory pack not being available. Due to the high impedance, a portion of the lead and the new generator were explanted and received. Analysis is underway but has not been completed to date.

Event description:
A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed on the connector boot. Energy dispersion spectroscopy (provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegation of high impedance. There were no adverse functional, mechanical, or visual issues identified with the returned generator.